Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:synergy ous, mr, 2.75x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and bent distally. The undamaged stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found several indentations along the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2016.   It was reported that crossing difficulties were encountered.    The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery(rca). Pre-dilation was performed and a 2.75 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the device was not able to cross the target lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.   However, returned device analysis revealed proximal stent damaged.